Manufacturer narrative:
(B)(4): the customer reported that a visual "speaker malfunction" inop displayed and that the speaker still emitted sound. Based on the available info and the call log documentation, it appears as if the customer was using an x2, connected to a mp70 host monitor. In this case, the inop was likely caused by a failed speaker on the x2, but the host monitor announced the failure during (-> companion mode). No info was given about x2 speaker functionality in a stand alone mode. It thus remains unk whether the x2 speaker really failed, or if the speaker still emitted sounds despite the error message (no sounds at all vs. Crackling/distorted sound). As the customer has apparently recognized the speaker failure, and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, pt alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution, we will report loss of audio in case the x2 would be used as stand alone even though a visual warning would be provided and product labeling states describes personal surveillance: do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a visual "speaker malfunction" inop displayed and that the speaker still emitted sound.